Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3: analysis of the desktop charger serial #: (B)(6)revealed that the connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not taking a charge, and then they noticed the desktop charger (dtc) connector pin was broken. The caller added that the patient was unable to charge their implant (located in their abdomen) because the recharger would no longer power on. An email was sent to the repair department to replace the dtc. No symptoms were reported.